Event description:
Adverse event: during a falloposcopy procedure the physician perforated a fallopian tube at the tubal ostium. This is an anticipated adverse event as indicated in the product labeling. No medical intervention was required to resolve the adverse event and there was no clinical sequelae. *the adverse event is marked "other" because it is unknown as to whether or not the adverse event will result in permanent impairment of body function or permanent damage to body structure.